Manufacturer narrative:
Zimvie complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss. Tooth site #12. Edema and inflammation are reported as symptoms.

Manufacturer narrative:
This report is being submitted to report corrected information. Customer reports that the bone loss was reported in error and that this is a case where primary stability could not be achieved. This event no longer meets reportability requirements. No further medwatch will be submitted for this event. The following sections are being reported: b5: description was corrected. H2: if follow-up, what type h10: additional narratives/data.

Event description:
It was reported that the clinician was unable to place the implant due to no primary stability.